Event description:
The facilitiy's biomedical engineering department returned the device for service. During service testing, baxter service technician reported that the device underdelivered. According to the biomed, no patient injury has been reported associated with the pump.